Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported that the impella cp had high purge pressure and purge flow decreased after cp was started. The purge cassette was replaced, but there was no improvement. The impella was removed. The removed impella cp was checked, but no thrombus was found attached to the outflow cage. There was no harm to the patient.

Manufacturer narrative:
The investigation of high-pressure purge (hpp) has been completed. Data logs show that upon starting the pump there is a 6-minute rise in purge pressure and drop in purge flow after a mc spike. Hpp and purge system blocked alarms are triggered. The pump is removed 30 minutes later with no hpp resolve. Biomaterial was found in the purge gap. When purging pump, hpp was reproduced. Running the pump resolved the hpp and biomaterial was expelled from the purge gap. The cause of the high purge pressure was biomaterial in the purge gap.